Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while not active and boston scientific technical services (ts) was consulted to review the data. It was further noted that the patient also has a cardiac resynchronization therapy pacemaker (crt-p) implanted. Upon review of the stored episodes ts observed additional untreated events and noted the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting and programming options. Troubleshooting was performed in the clinic. The device was programmed to secondary sensing vector and was sent home. Ts was again consulted and agreed with the programming changes. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.